Manufacturer narrative:
Block 6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block e1 initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of esophageal varices for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of esophageal varices for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The band was fractured directly after attempting to rotate and deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6). Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that only two bands were returned, and one was noted to be broken. No other problems with the device were noted. The reported event of bands unable to deploy and bands damaged/defective can be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.